Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 826 mg/dl. It was stated that the customer experienced high blood glucose levels and vomiting all day. The caller was requesting a replacement insulin pump, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump did have a cracked case on the lcd.